Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had off no power alarm. Customer stated that they did not received low battery alert prior to the off no power alarm. Customer stated that the insulin pump had battery out limit alarm. Customer was able to clear alarm. Customer was able to complete rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No charge or battery less than expected anomaly and no unexpected battery power loss anomaly noted during test. (B)(4).